Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that: on (B)(6) 2009 patient admitted. Imaging studies: from outside hospital, MRI dose showing compression fracture at t12 and l1 with epidural hematoma causing compression of the cauda equina. On (B)(6) 2009 patient presented with following preoperative diagnosis: 1. L1 burst fracture. 2. Bilateral lower extremity, left much greater than right, weakness with spinal cord injury. 3. Chronic t12 compression fracture. 4. Status post mvc. Procedure: 1. Anterior lateral approach with an l1 corpectomy. 2. T12-l2 arthrodesis using structural rib graft and local auto graft and bmp. 3. T12-l2 anterior instrumentation with plate and screw construct. 4. Cage placement, spanning from t12-l2, using a synthes 1 cage. 5, intraoperative interpretation of fluoroscopy of less than 2 minutes. 6. Intraoperative mep and ssep monitoring. 7. Rib graft. Radiology report impression: satisfactory postoperative appearance of hemicorporectomy of l1 with metal interspacer and screws through the vertebral bodies of t12 and l2 with interconnecting rods. Lumbar corpectomy impressions: 1. No radiopaque surgical instrument. 2. Ng tube with tip in the portion of duodenum likely to be retracted. Per-op notes: the appropriate size synthes cage was then placed in the vertebrectomy bed, spanning from t12-l2. It was then expanded to the appropriate length, restoring the alignment and height of the l1 burst fracture. The epidural space remained intact and decompressed. Again, the cage placement was confirmed on ap and lateral fluoroscopy. The cage was then packed with bmp and local autograft and the vertebrectomy. Anterior to the cage, a structural rib graft was then placed, spanning from t12-l2. Bmp was also placed in front of the structural rib graft. The 8-mm bolts were then placed, one at the t12-l2 and one into l2. The anterior plate was then placed, connecting the tubal under slight compression. The screw caps were then placed to keep the plate and screws and slight compression upon l1 cage. Hemostasis also appeared to be achieved. No patient complications. It was reported that patient had unspecified injuries due to rhbmp-2/acs.